Event description:
It was reported that 2600 system presents an x-ray overtime error when taking film shots. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Darlington driver pcb, inverter driver pcb, x-ray regulator pcb and darlington xstr. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.